Manufacturer narrative:
(B)(4)

Event description:
It was reported that non-sustained rv oversensing episodes were observed due to post-paced t-wave oversensing during an out of clinic check-up. The device was reprogrammed and the patient was stable.